Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). The manufacturer representative was on site to service the system and performed a checkout. The system failed to communicate with the axiem box. A replacement cable and box were sent to the site for resolution. The cable was replaced, and the system checked out with normal function. Once returned, a continuity test revealed an open circuit at pins one and two of the lemo connector. The wires had become detached inside. This hardware defect was tracked within an internal manufacturer tracking system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being serviced outside of a procedure. The manufacturer representative, clinical specialist (cs) reported that while doing a system pm, they were not able to get the emitter to work. The navigation light was not illuminated and the status number on the axiem box was 8. The system was rebooted, and the communication cable was re-seated; however, there was no resolution. There was no patient involvement or delay reported.